Event description:
A doctor alleged that two (2) patients experienced the debonding of their restoration after placement with nx3 clear dual cure cement. This is the second of two reports.

Manufacturer narrative:
The doctor placed a temporary restoration for the patient. To date, the patient is doing fine and is awaiting the placement of her permanent bridge. The product involved in the alleged incident was not returned; therefore, the retain sample was evaluated, yielding results within specifications.

Manufacturer narrative:
A visual inspection of the returned product revealed that there were discrepancies within the label on the syringe when compared to the label on the retain sample. The lot number and expiration date were not available as they had been removed from the syringe. The returned product was not manufactured by kerr corporation; this product is a counterfeit product.